Manufacturer narrative:
The customer reported nerve damage on tooth #7 (right lateral incisor) while wearing the aligners. Medical intervention was required to perform a root canal and a crown will be placed. Treatment was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Event description:
The customer reported nerve damage on tooth #7 (right lateral incisor) while wearing the aligners. Medical intervention was required to perform a root canal and a crown will be placed. Treatment was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).